Event description:
It was reported that the pump exhibited as "no disposable, pump won't run" error message. No injury was reported.

Manufacturer narrative:
One cadd pump was returned for analysis. The customers complaint of no disposable was verified. Use testing was performed. Service replaced the downstream occlusion sensor, faulty mp board, scratched lens, worn overlay, and calibrated device and reinstalled software. The problem source is the downstream occlusion sensor.